Event description:
It was reported that since vns implant the patient has had more snoring. A night polygraph was performed and found that normal breathing was detected for 3 minutes and then when device stimulation is initiated the patient has a long hybrid respiratory distress. It was reported that the respiratory movements clearly decrease and there is a mild-degree decrease in oxygen saturation. Further follow-up revealed that the hospital will give the patient a ball shirt to prevent the patient from sleeping on his back which causes sleep apnea. The device frequency will be lowered and the off time will be increased. The patient does not have a history of sleep apnea prior to vns implant. There were no medication changes that could have caused or contributed to the sleep apnea. The patient is scheduled to undergo a night polysomnography. Attempts to obtain additional relevant information have been unsuccessful to date.